Event description:
Pt's father reported his daughter suddenly experienced very elevated unexpected blood glucose levels on saturday, (B)(6) 2012. Father stated pt's blood glucose level measured 28.4 mom/l 9511 mg/dl) as the highest level. Father reported they took the pt to the hospital where they managed to lower her blood glucose level using an insulin pen. Father stated they returned from the hospital when the pt's blood glucose was about 18.0 mmo/l (324 mg/dl). Father reported the pt began using her infusion device again and later on they had evening sandwiches and her blood glucose level rose to 22.5 mmo/l (405 mg/dl) again. Father stated they have not noticed any leak or received any occlusion warnings. Father reported the pt's insertion site looks good as well. No further info is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.